Manufacturer narrative:
Investigation: bd has not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for blood exposure with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos, the customer¿s indicated failure mode for blood exposure with the incident lot was observed. Based on the investigation, a root cause could not be determined.

Event description:
It was reported that a bd preset¿ syringe with attached needle leaked during use. There was no report of exposure, injury or medical interventions.